Event description:
Per complaint (B)(4), a patient's buccal plate fractured during initial placement of their dental implant. The implant was removed. The procedure was not completed in the same visit.

Manufacturer narrative:
Follow-up submitted to report device evaluation.